Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: it is unknown if a temporal relationship exists between continuous cyclic pd (ccpd) therapy utilizing a liberty select cycler, liberty cycler set, and the serious adverse events of peritonitis, which required hospitalization. The etiology of the patients¿ peritonitis (or any associated complications) could not be determined; therefore, causality could not be established. However, individuals undergoing pd therapy (manual or cycler based) are at high risk for infections of the peritoneum. It should be noted that a lack of clinical follow-up information precluded a more comprehensive investigation. Additionally, it remains unknown if the patient utilizes any fresenius product(s) and/or device(s) for the performance of pd therapy at home. Based on the limited information available, the liberty select cycler and liberty cycler set can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius product(s) and/or device(s) caused and/or contributed to the serious adverse events. Furthermore, there was no report a fresenius product(s) and/or device(s) failed to meet the users¿ expectations and/or the manufacturers¿ specifications.

Event description:
It was reported to fresenius that a peritoneal dialysis (pd) patient was hospitalized for an episode of peritonitis. Multiple attempts to obtain additional information were made, and thus far no further details have been provided.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported to fresenius that a peritoneal dialysis (pd) patient was hospitalized for an episode of peritonitis. Multiple attempts to obtain additional information were made, and thus far no further details have been provided.